Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that following a revision for eos (end of service) the patient developed an infection and the pump and catheter were explanted on (B)(6) 2015. No diagnostics were performed related to the infection and the cause of the infection was not determined.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable device. The indication for use was intractable spasticity and multiple sclerosis. The patient¿s pump was ¿infectious¿ and was removed in (B)(6) 2016.